Event description:
It was reported that during a laparoscopic gastric roux-en-y procedure, while suctioning the jejunum with the device, the cartridge fired and cut but did not staple. The procedure was completed by suturing the jejunum segments, with no patient consequence.